Event description:
The customer reported that the device failed to discharge during use. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported that the device failed to discharge during use. No adverse pt impact was reported. There were no strips or event summary from the incident. The paddle set was not isolated, and was returned to use with no further problems reported from any of their internal paddle tests. The device was evaluated by the biomed and by philips. The clinical contact at the hospital did not know on what basis the users believed that the energy was not delivered. There is not enough info to support that a malfunction of the device occurred.